Event description:
It was reported that the tip of syringe was pointing downward a few seconds when the physician trying to connect the onyx syringe into the hub of marathon catheter. The procedure continued and found that onyx was injected prematurely and embolized an unintended vessel. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.